Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had been hearing a ticking sound on the insulin pump while delivering insulin. The customer's blood glucose level was unknown. The customer reported that the sound bothered them. The customer reported that they thinks the insulin pump was not functioning properly. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin flow blocked alarm noted or unexpected noise during bolus delivery during testing. Device functioning properly.